Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to load medication. The customer stated that the device appeared offline in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue involved an ¿unable to load meds, device offline¿ error on the rss. A field service engineer walked the customer through each step, and the customer performed the actions of shutting down the medstation, moving the network cable, reseating the wall connection, rebooting the unit, and verifying communication. The system functioned as intended after the customer resolved the issue.